Manufacturer narrative:
The device was returned for evaluation and the stent was found detached.(B)(4).

Event description:
Thrombectomy in the m1. During the procedure, it was reported that the physician used the 4x20 solitaire with an orion catheter and was able to restore blood flow, but was not able to remove the clot. The physician changed out the orion for a marksman and 6x30 solitaire and got flow restoration with the first past but was not able to remove the clot. On the second pass, more flow was restored, but the solitaire was stuck. The physician noted that he then pulled harder than normal and the stent detached and remained in the patient. It was reported the patient had neurological complications, but they improved as of (B)(6) 2012.